Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. During troubleshooting with tandem technical support, the cartridge was successfully reloaded onto the pump and the customer successfully resumed insulin. Blood glucose level ranged between 240-250mg/dl.